Event description:
Patient reported experiencing elevated blood glucose of 500 mg/dl. Her normal range is 80-170 mg/dl. She indicated that the elevated blood glucose was caused by stress associated with a root canal, issues with her children, recent illness, and change in hormonal levels. Patient changed the infusion set tubing, cartridge, adapter, and administered an insulin injection to address the issue. She indicated that the infusion device did not cause the elevated blood glucose. Company representative assisted patient in changing her basal rates. Patient reported symptoms of blurred vision as a result of the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for eval.